Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from an amia cassette. This occurred during priming. The patient noticed multiple holes on the line tubing that were causing the cassette to "mess up and start again with the therapy". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received in an opened pouch. A visual inspection performed with the naked eye noted cuts in the drain line and patient line tubing. Leak testing noted leaks through cuts in the drain line. The reported issue was verified. The direct cause of the event was determined to be manufacturing related; evidence of pouching equipment damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.